Event description:
Ous MDR - the drug eluting stent system orsiro was chosen for the intervention. The stent dislodged from the balloon outside of the patient's body during preparation. No further information is available at this time.

Manufacturer narrative:
The technical investigation revealed that the orsiro stent is marginally deformed and displaced in distal direction. Microscopic analysis of the balloon surface revealed clear visible stent imprints, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The balloon is well folded and shows no signs of inflation. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The final root cause is most likely related to external factors during the preparations for the intervention.